Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: on (B)(6) 2021 a patient underwent tevar (thoracic endovascular aortic repair) where a zta-pt-32-28-178-w1 (complaint device) was planned to be used. It was reported that the patient¿s anatomy was with calcification. The physician judged the complaint device would be able to pass through the access route despite calcification since the patients access lumen appeared to be equal or more than 7.1mm on pre-procedural CT. Later per additional questions answered the access lumen is reported to be 7.4mm. The device was inserted from the left fa (femoral artery) and advanced though, it could not pass through the calcification in the left cia (common iliac artery). Pta (percutaneous transluminal angioplasty) was performed and the physician retried advancement but failed. The physician stopped advancement from a perspective of safety and used another device. There have been no adverse effects to the patient reported. Complaint device zta-pt-32-28-178-w1 was returned and evaluated. Per the device evaluation, the observed longitudinal scratches on the sheath tip and 46mm distally, is likely caused by inner lumen calcifications when advancing the device into the patients¿ access vessel. No damage was observed on the dilator tip or on the top of the sheath tip. The distance between the sheath tip and dilator tip end (a-dim) was within specification, indicating that the sheath wasn¿t pushed or moved significantly during insertion. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. According to IFU: ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/ or increase the risk of embolization." Based on the provided information and device evaluation, calcification might have contributed to advancement difficulties. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Patient outcome: there have bee no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient underwent tevar on (B)(6) 2021. There was calcification, but because the diameter of the access inner lumen was equal or more than 7.1mm, the physician judged that the patient was suitable for the procedure within the IFU range. The device was inserted from the left fa and advanced though, it could not pass through the calcification in the left cia. Pta was performed and the physician retried advancement, but failed. Since there was another plan to use a lower-profiled device instead, the user decided to stop using the complaint device from a perspective of safety use. Patient outcome: there have bee no adverse effects to the patient reported.